Event description:
Related manufacturing reference number: 2017865-2022-48625.

Manufacturer narrative:
Correction - b5 - related MFR number should have been 2017865-2022-48625.

Event description:
It was reported that the patient presented to the emergency room, while on vacation in tunisia, after experiencing inappropriate high voltage therapy. The device was interrogated, far-field p-wave oversensing and poor sensing were noted on the right ventricular (rv) lead. Programming changes were made as an interim solution. When the patient returned home, the lead was explanted and replaced. The patient was in stable condition.